Manufacturer narrative:
Avid medical issued formal complaint # (B)(4) concerning the lap sponge that malfunctioned during use when the loop separated from the sponge and had to be retrieved from inside the patient. The actual device was not available for inspection by the manufacturer.

Event description:
Avid medical is the manufacturer of a custom procedure tray that includes the following component: lap sponge 18x18 xr 5s no ring, vendor part # 1818w1900 manufactured by us medco inc. Avid medical received a complaint on (B)(6) 2018 originated by (B)(4), supply chain management at(B)(6) stating that the loop from the sponge came off inside the patient. The loop and sponge were retrieved following an x-ray, additional exploration and flushing with saline. This incident caused a delay in surgery. The complained lap sponge 18x18 xr 5s no ring was not available for evaluation, however, a photograph was provided by the hospital. Avid medical issued formal complaint # (B)(4) to the manufacturer us medco inc concerning the loop falling off the lap sponge and into the patient for item no. 1818w1900, manufacturer lot# 35-17. No patient injury was reported.